Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is not completed, a follow-up/final report will be submitted.

Event description:
It was reported that the blades are dull and the roller no longer cuts well. The event did not occur during surgery, and there was no harm or delay. The incident was not further documented. Due diligence is complete, and no further information is available.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: while the tech could not duplicate the cutting issue, they did find that the cutter was damaged. Tech replaced the cutter, tested the unit, and returned it to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.